Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy during a device change-out due to eri. The lead was capped and replaced. The patient was in stable condition post-procedure.